Event description:
It was reported that a ventilator had unresponsive keyboard while in patient use. The patient was removed from the ventilator and placed on a second ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported that the ventilator was run overnight and the reported malfunction was not duplicated. It was also reported that the customer had conducted final testing of the ventilator, which was passed.